Manufacturer narrative:
A follow-up will be provided upon completion of the device investigation. Additional information regarding the incident has been requested; any new information will also be provide in a follow-up report.

Event description:
The customer reported that the dental implant did not osseointegrate; no additional information was provided.